Manufacturer narrative:
The medical center discarded all product last year. No testing or analysis is possible for root cause determination. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had a successful cp support in (B)(6) 2020 for a patient with cardiogenic shock, and the pump was explanted after 72 hours. The jpvad registry review occurred in (B)(6) 2022 and noted dialysis was needed for hemolysis.